Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient fell at home and was brought in to clinic. Upon interrogation, it was noted that right ventricular lead exhibited sudden high capture threshold and lead noise. The device was reprogrammed to ensure the patient had no further events. The patient presented for lead revision on (B)(6) 2019. The lead was capped and replaced on (B)(6) 2019. The patient was stable and was recovering.